Event description:
Note: this report pertains to one of three resolution 360 ultra clips used during the same procedure. It was reported to boston scientific corporation that three resolution 360 ultra clip devices were used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. The anatomical location of the procedure is unknown. During the procedure, the patient had a bleeding ulcer. An ultra clip was utilized. The first clip was fastened, but it was difficult to release. The next ultra clip appeared to deploy but it was difficult to release, after releasing it, it was discovered that the clip was not closed before it deployed, despite it sounding like it had. We took a third ultra clip and put it inside the scope, but the physician could not position it, so it was taken out. The clip had split from the catheter and was hanging on by a small wire as the tech removed the clip (but it was still in the scope). After completely removing it from the scope, we could replicate this. That's when we switched to the standard clips. The ultra clips had to be replaced with a standard clip. The procedure was completed at this time. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of a clip difficult to release from the catheter.